Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump became unresponsive. The blood glucose reading was 92 mg/dl. Customer could not recall any significant event leading to the keypad issue. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the esc button did not respond due to flatten button dome switch. The insulin pump was received with minor scratched display window, and cracked reservoir tube lip.